Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator failed to alarm. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) alarm assembly. The unit passed extended self testing.